Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended the clinic for a processor upgrade as he complaint of distorted sound with the device. Affected channels were then seen. A CT scan will be performed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received yet.

Event description:
The user attended the clinic for a processor upgrade as he complaint of distorted sound with the device. Affected channels were then seen. The user was not able to remember when the distortion started and a clear time frame could not be established.no decision on how to proceed with this user has been made yet.